Manufacturer narrative:
(B)(4) initial report. Additional information, and the return of the broken device has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A taperfit stem centraliser broke when being applied to the stem and thus surgery was extended by approximately 20 minutes whilst an alternative centraliser was located and implanted. It was reported that the second device which was implanted had cracks in it.

Event description:
A taperfit stem centraliser broke when being applied to the stem and thus surgery was extended by approximately 20 minutes whilst an alternative centraliser was located and implanted. It was reported that the second device which was implanted had cracks in it.

Manufacturer narrative:
Per -2921 final report additional information, and the return of the broken device was requested in order to progress with the investigation of this event. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. The broken centraliser was returned and the reported failure mode was confirmed. Based on the investigation findings it has been concluded that the event is not related to the design or performance of the device and the root cause could not be determined. Corin will continue to monitor trends relating to this device and now consider this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.